Event description:
The clinician reported that nearly five months after the dental implant was placed, in ada site #12 of the patient's mouth, lack of osseointegration was verified. Bone recession was reported. The device was forwarded to the manufacturer for investigation. No further complications were observed.